Event description:
The pk papyrus was selected for treatment of a type iii perforation in the mid rca. While advancing the device, the stent came off balloon but was retrieved. The perforation was successfully sealed with two other pk papyrus stents.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The technical investigation revealed that the balloon is slightly unfolded. Dried contrast medium residue was observed in the inflation lumen which implies application of vacuum with the inflation device. Microscopic inspection showed stent imprints on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was returned separately and is severely deformed, i.e. Flat over its entire length. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations and the review of the provided documentation, no manufacturing or material related root cause could be identified. The treating physician rated the outcome as device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.